Event description:
It was reported that the patient had a great therapeutic response during the trial phase. The patient inadvertently pulled the temporary extension and did not feel stimulation anymore. The physician replaced the extension but the patient still did not feel stimulation. Two weeks later the physician explanted the lead (supposing a lead damage due to the traction on the lead - it was not possible to test impedances). Patient is now waiting for new lead implant. Further information is being requested.